Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right knee was revised 9 days after implantation. The patient was getting up to go to the restroom and tore her medial collateral ligament. The patient's cr/cs knee construct was revised to a ts construct. The patella was not revised. Rep provided the primary implant sheet, surgeon notes, and an operative report and reported that no further information will be available.